Manufacturer narrative:
No pt was present at time of event. Medtronic rep unable to replicate issue at site; system would fully boot. RMA issued and replacement computer resolved the problem. No further issues. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported the system randomly freezes during boot-up and when reviewing exams. The issue occurred before a cranial case with no pt present.